Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the use facility: reason of complaint: on disconnection of a luer syringe, staff noted blood kept flowing from the safsite valve. It appears that when a syringe is put in the bung, then removed, the blue valve stays pushed in causing it to bleed. Staff have noticed this over the last few days.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) used samples with packaging were provided for evaluation. The samples were functional leakage tested in connection with a 10 ml inject syringe and 0.9% nacl, and no leakage or malfunctions were observed during the evaluation. Based on the investigation finding, the samples were within internal specification; therefore, the reported defect was not confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, five (5) retained units were evaluated and passed the internal testing. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.